Manufacturer narrative:
The technician replaced the brake casters on the head end of the bed to resolve the issue.

Event description:
The technician alleged the brake casters on the head end of the bed were not holding. No pt impact.